Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated total bilirubin on the architect c4000 processing module for two patients. The following results were provided: sid (B)(6) (B)(6) 2024 initial total bilirubin result= 2.15 mg/dl; (B)(6) 2024 repeat results= 0.85 and 0.84 mg/dl sid (B)(6) (B)(6) 2024 initial total bilirubin result= 2.09 mg/dl; (B)(6) 2024 repeat results= 0.56 and 0.56 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 64808uq08 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any related trends regarding commonalities and issue. Device history record review performed on lot 64808uq08 did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the total bilirubin lot 64808uq08 was identified.

Event description:
The customer reported falsely elevated total bilirubin on the architect c4000 processing module for two patients. The following results were provided: sid (B)(6) , on (B)(6) 2024 initial total bilirubin result= 2.15 mg/dl; on (B)(6) 2024 repeat results= 0.85 and 0.84 mg/dl. Sid (B)(6), on (B)(6) 2024 initial total bilirubin result= 2.09 mg/dl; on (B)(6) 2024 repeat results= 0.56 and 0.56 mg/dl . There was no impact to patient management reported.